Event description:
It is reported that the pt is experiencing pain, dislocation and instability. It is stated that the pt experiences frequent falls. Two additional procedures following the primary surgery are also reported.

Manufacturer narrative:
Investigation is in progress.